Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I would like to report a defect in one of your items. It is about reference (B)(4) bd plastipak luer-lok 50ml, lot 2312071. Report from ite (c3): "admission of a cardio patient. Patient suddenly became hypotensive after switching from levophed to our infusion pumps. Eventually, the raised syringe was found to be broken at the piece where the line was attached. As a result, no levophed reached the patient." Attached are photos of the syringe and packaging. Response received on 28-mar-2024 did the defect result in serious injury? The patient did not receive his medication, causing the patient's cardiac condition to deteriorate. Patient became hypotensive. Did the treatment plan have to be modified as a result of this incident? A new syringe with medication had to be prepared to improve the patient¿s hypotension. Did any medical intervention have to take place as a result of this incident? Yes, the patient had to be monitored briefly and given medication again. Did any other actions need to be taken as a result of the defect? Close monitoring of the patient, extra cost to the hospital for the wasted medication could you please confirm physical sample available for investigation (yes/no)?: if yes, please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. No, because there was medication in the syringe, it was not stored. Could you please specify if the samples are : unused (before use) / used (during or after use)?: important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication. The syringe has been removed from packaging, then the medication has been withdrawn. The pull-up needle is removed from the patient's room and then they connected the syringe with the infusionline and connected to the infusion pump to set the correct delivery rate. So the syringe hase been used but there are no traces of blood/cytotoxic medication.

Manufacturer narrative:
Pr 9897306 follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the patient codes ( annex f) did not reflect reported information. Annex f code updated to properly reflect the patient outcome as reported by the customer. Device evaluation: two photo samples were provided to our quality team for investigation. Through visual inspection, the thread of the syringe is observed to be damaged, verifying the reported incident. There is no other visible damage noted to indicate why this may have occurred. A device history review was performed for the reported lot 2312071, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were used for additional evaluation. All product was visually inspected, no damage or molding defects were observed in any of the product, the tips were properly molded, and no defects were noted in any of the luers or syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, no issues related to the reported incident were found. It is possible the damage occurred due to the product jamming within manufacturing equipment. Given the device records do not indicate any issue and without the physical sample to further evaluate , we cannot identify definitive root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.